Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383557 and lot number 5184866. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Details of complaint (reported issue): "needle free connector possibly cracked? When flushing with normal saline, fluid splashed into nurse's face. Thereafter, blood seeping through the connector." Complaint noticed: during / after use, problem frequency: 1st time, patient injury: no, date of event: 06-jan-2026.